Event description:
It was reported by service report that the bed had electrical problems du to a cleaning agent that was sprayed on the electrical connectors for the footboard. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: nurse control cable and left harness cable had to be replaced.